Event description:
It was reported that pump had issue with wake button, as screen stayed on when button was pressed and pump only turned on when connected to usb cable, leading to conclusion that wake-up button was defective. There was no reported impact to the customer¿s blood glucose level. Distributor arranged for pump to be returned for evaluation, provided replacement pump, and confirmed that pump battery charged normally when pump was plugged in, with no further outcome details available.